Event description:
The patient contacted animas on (B)(6) 2013 reporting a blood glucose of 500 mg/dl during the night with moderate thirst and increase urination. The patient reported changing out the site on (B)(6) 2013 and then again on (B)(6) 2013 prior to calling animas. The patient confirmed no scarring or harden areas at the site. The pump was reviewed with the patient and the pump bolus settings were found to be programmed to factory default. The patient was unsure what the pump settings should be. The patient confirmed that the pump basal settings were programmed correctly. The patient was advised that the pump bolus calculations would not be correct if the pump settings were not programmed correctly. The patient was advised that there was no indication that the event was related to a pump malfunction. This report is made based on the allegation that the patient experienced hyperglycemia related to incorrect programming of the pump bolus settings.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/07/2014 with the following findings: the pump black box and history had been overwritten due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been requested for returned to animas at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The event was attributed to incorrect programming of the pump bolus settings.